Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was stated that the follow-up appointment with the patient was on the (B)(6) 2025. Everything is okay now.

Event description:
Additional information was received. Serial number and implant date of the ins was confirmed. Regarding cause, they don¿t know what the cause of the loss of stimulation was. Everything seemed normal and it was possible to turn on stimulation with the handset. The rep adapted the parameters to her needs, explained again how recharging and changing amplitude with her handsets works and programmed adaptive stim. Since the appointment she is happy with her stimulation. They also reset the date and time on her ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a sudden loss of stimulation about a week ago and since then their programmer is showing an incorrect date/time and they can no longer make changes to their stimulation and programs. The date that is showing is (B)(6) 2011. It was noted all their information seemed to have reset itself. Technical services assisted the patient with taking out the battery pack but that did not make a difference. The patient mentioned they were still receiving therapy. Technical services suspected por and told the patient the hospital would most likely get in touch with them to arrange an appointment to reprogram their stimulation. The patient explained their controller was working in itself; technical services did not replace the device.

Manufacturer narrative:
G2. Foreign: at medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.